Event description:
It was reported that the patient had high impedances on all contacts seen in clinic. The cause of the issue was unknown cause. Patient was referred to surgeon for exploration. Troubleshooting in or involved disconnecting and testing lead with twist lock cable. Lead impedances were normal. The extension was replaced and the patient was receiving proper therapy and device was functioning normally. The issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 21-nov-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.